Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 full event site name is (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a sudden shut down while the patient was admitted to ccu and connected to the device. Later, it was figured out that this sysytem was on recall, but no proper action was taken to inform the hospital/useres of the recall and how to tackle.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, g7, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. More than three (3) gfe attempts have been performed to obtain additional information. No response has been provided, the complaint will be closed and in the event new information was to become available, the file will be reopened and updated.